Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information stated that no water was seen in the system controller and the controller was not exchanged. The patient did not say the shower bag was damaged; they were submerging themself in a bath.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient stated their shower bag had water intrusion when they were bathing and their ventricular assist device (vad) alarmed stating low battery even though they had new batteries on. There were no other alarms or issues since. No equipment had been replaced at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was not confirmed; however, the reported event of fluid ingress on the system controller was confirmed via the additional information. A review of the submitted controller event log file (B)(4) spanned approximately 4 days ((B)(6) 2024 per time stamp). The log file did not contain data from the reported event date of 21may2024. There were no notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis and remains in use. The provided information stated that the patient¿s shower bag had water intrusion when they were bathing and the controller alarmed for low battery even though they had new batteries connected. Log files were submitted, however the event was 4 weeks prior to when the log files were downloaded. No water was seen in the controller and the patient did not say the shower bag was damaged. They were submerging themselves in a bath. No products were exchanged. There were no photos provided. A root cause of the reported low voltage alarm could not be conclusively determined through this analysis. Per the additional information, the root cause of the reported fluid ingress was due to user error by taking a bath. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage alarms. Heartmate 3 instructions for use (rev. C) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 patient handbook (rev. D) section 4- ¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.